Event description:
Unexpected negative reaction was reported for capture r ID ready extend. The customer states that after getting positive result for a patient sample using capture r ready screen 4, negative results for the same sample were generated from testing using manual testing with capture r ready ID extend I. Antibody ID testing was performed on the sample using tube testing with ficin treated panocell 10, which resulted in a positive reaction. Anti e was identified.

Manufacturer narrative:
The presence of the e antigen was confirmed on retention capture r ready ID extend I and on returned and retention crrid, lot dp010. The presence of the e antigen on ficin treated panocell-10, lot 08029, was verified through lot release records. The customer did not submit a sample for investigation, so it is not possible to determine if the event is due to the nature of the sample. The package insert specifies several product limitations that are due to the nature of the sample or user error. There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists.